Manufacturer narrative:
G4: 12feb2020. B4:(B)(6)2020. The replaced touchscreen was returned for failure analysis. It was determined that the pin to pin resistances were out of specification, which caused the reported touchscreen failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27nov2019.

Event description:
It was reported that the ventilator's touch panel failed. There was no patient involvement.